Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer not detected on bus. A field service engineer reseated all cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a cubie drawer not detected on bus. Customer confirmed that they were unable to retrieve medication from the drawer, resulting in a delay in administering the medication to the patient and they were able to get medication from pharmacy. There were no adverse events or injuries reported based on this event.